Manufacturer narrative:
Customer performed own repair.

Event description:
It was reported there was reduced brake force due to the rubber coming off the wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.